Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the poor ventricular electrograms (egm) were noted on the transmission report. It was also reported that the right ventricular (rv) lead thresholds had increased and the rv lead had been reprogrammed. The ipg remains in use. No patient complications have been reported as a result of this event.